Manufacturer narrative:
The tip-up fenestrated grasper instrument has not been returned for failure analysis.

Event description:
It was reported that during a da vinci-assisted ileocecal resection procedure, a part near the shaft side of the wrist broke on the tip-up fenestrated grasper instrument. The device fragment fell inside the patient during the peeling operation, specifically when the wrist joint broke and pieces fell into the patient's body. The surgeon is unsure of what caused the fragment to fall. The broken piece was retrieved by visually inspecting through a scope and using forceps to remove it from the body. All fragments were confirmed to be removed through this method. No additional surgical procedure was required to remove the fragment. The procedure was completed robotically, and a backup tip-up instrument was used to finish the surgery. An x-ray was performed; however, the result of the x-ray is unknown. It is unknown if there was any injury to the patient or if the patient returned to the hospital due to post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the tip-up fenestrated grasper instrument was received and failure analysis found the instrument to have a broken main tube at the distal end. The proximal clevis was found to be dislodged as result of the main tube breakage. There may be missing pieces from the main tube, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube did not show damage.

Event description:
Refer to h11 for follow-up information.